Manufacturer narrative:
(E1) initial reporter phone: (B)(6) device evaluated by MFR: gladiator elite 8.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 17mm distal of the proximal markerband. The rated burst pressure for this device is 20 atmospheres as per gladiator specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right cephalic vein arch to right subclavian vein. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. When the balloon was inflated at 4 atmospheres, the pressure wouldn't longer increase, and contrast was flowing back to the heart. During withdrawal of the device, the balloon was found to be ruptured. There were no patient complications reported, and the patient status was stable. It was further reported that the target lesion was mildly tortuous with 90% stenosis. It was noted that the duration of inflation was 30 seconds to one minute and a pinhole was noted on the balloon. The device was completely removed from the patient's body.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right cephalic vein arch to right subclavian vein. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. When the balloon was inflated at 4 atmospheres, the pressure wouldn't longer increase, and contrast was flowing back to the heart. During withdrawal of the device, the balloon was found to be ruptured. There were no patient complications reported, and the patient status was stable. It was further reported that the target lesion was mildly tortuous with 90% stenosis. It was noted that the duration of inflation was 30 seconds to one minute and a pinhole was noted on the balloon. The device was completely removed from the patient's body.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right cephalic vein arch to right subclavian vein. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. When the balloon was inflated at 4 atmospheres, the pressure wouldn't longer increase, and contrast was flowing back to the heart. During withdrawal of the device, the balloon was found to be ruptured. There were no patient complications reported, and the patient status was stable.